Event description:
Caller reported experiencing temperature alarms on their pump, specifically alarms 10, 11, and 15, while the device was charging. There was no significant impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. In response, customer technical support initiated a replacement of the pump, and the customer planned to continue using the current pump to ensure insulin delivery is not interrupted.